Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had inaccurate cgm values 2 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient felt low and passed out. The cgm reading was 300 mg/dl but the bg was 20 mg/dl. At an unspecified moment, another set of values was reading 180 mg/dl and bg 76 mg/dl. The boyfriend called an ambulance, and the patient was rushed to the hospital. The reversal of hypoglycemia was not remembered. The patient was also treated for nausea. The patient was out of the hospital on the same day once her blood sugar was stable, which was 2 hours. At the time of the report, the patient was fine. Of note, the patient mentioned when she reported the event, she was still feeling low but did not clarify what was done. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e, c zone of the parkes error grid. No additional patient or event information is available. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.